Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2015; 5076-58 lead implanted: (B)(6) 2010; 419478 lead; 305u25 valve implanted: (B)(6) 2005; 3389s-40 dbs lead x 2, implanted: (B)(6) 2013; 3708660 neuro extension implanted: (B)(6) 2013; 37603 dbs ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent atrial undersensing was noted on current and stored electrograms (egm). A decrease in r-waves was also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.